Event description:
The customer reported one of the workstation handles was broken. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.